Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery, after dhs (dynamic hip screw) was inserted in the femoral neck of the patient, the blade did not slide into the bolt. It was necessary to extract the screw. Once extracted, it was determined that the screw diameter is abnormally larger than the diameter of the orifice plate. A new implant was then used to complete the surgery. Due to the unexpected extraction; there was a reported surgical delay of thirty minutes. This report is for an unknown plate. This report is for 2 of 2 complaint (B)(4).

Manufacturer narrative:
This report is for an unknown plate/unknown lot. Device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.